Manufacturer narrative:
As of 06/27/2017 aso has evaluated retained samples. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests.

Event description:
The customer stated that product left an imprint on her skin.